Manufacturer narrative:
H10 h3, h6: the device reported, used in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established. A review of manufacturing records for the reported lot number 2002762 found no non-conformances or anomalies during manufacturing process related to the reported event. Review of the product instructions for use found adequate warnings and precautions to prevent damage to the device during use. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. Per e-mail communication no additional information available. A review of the case report forms did not provide any insight into the root cause of the reported pain and abscess. Clinical evaluation was completed and concluded that based on the limited information provided a thorough medical assessment could not be performed. Should additional information be provided, the clinical/medical investigation task will be reopened. A visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to the failure reported include, but are not limited to: potential complications accompanying such implant surgery. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that after a left shoulder capsular shift/capsulolabral reconstruction and biceps tenodesis surgery with a q-fix, patient had pain that has worsened over time, an abscess of left shoulder and p. Acnes was growing at the site. The event was treated with left shoulder open irrigation and excision, the outcome is still ongoing. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.